Event description:
Report rec'd from abbott international affiliate. Abbott australia, that an "arterial line came away from male adapter. Two incidents reported. 100ml blood ttest. Hemoglobin and blood gases check and ok. Pt ok but could have been significant problem as she is jehovah's witness so no blood transfusion could be given." No pt info regarding the second incident available.